Event description:
It was reported that the patient experienced continuous low voltage alarms; it was noted that the patient was outside in the sun when the alarms occurred. It was also noted that alarm was not silenced when the silence alarm button was pressed. The patient reported their system controller and battery were hot to the touch. The patient went into the shade and the alarm subsided. Log file analysis did not capture any unusual events, and the recorded system controller temperatures were within normal operating conditions between 41 and 47 degrees celsius. The recorded battery voltages were also within normal range. Related battery MFR #: 2916596-2023-05693.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms, the controller overheating, and an alarm silence issue was not confirmed. A review of the submitted event log file spanned approximately 3 days (26jul2023 ¿ 28jul2023 per time stamp). The controller temperature ranged from 41 to 47 degrees c which is within specification. The silence alarm button pressed event was constantly active on (B)(6) 2023 from 13:39:19 ¿ 13:42:02 but there was no temperature increase nor alarm active during this time. The battery voltages were within normal range. There were no notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis and remains in use. Per the provided information, the root cause of the reported alarm was due to products being exposed to the hot sun; however, this could not be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use (rev. A) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use (rev. A) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.